Manufacturer narrative:
The customer declined returning the product for eval. The service history record were reviewed, and there were no similar complaints or services performed for this unit.

Event description:
Covidien received a report alleging that the n-395 unit was providing high readings of 100% spo2. No pt incident reported.